Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer in the USA of peritonitis in a patient coincident with dianeal and extraneal therapies for peritoneal dialysis (pd). Action taken with dianeal and extraneal therapies was not reported. During a call with baxter customer services, the following was reported. On an unreported date, the patient experienced peritonitis. It was not reported whether the patient was hospitalized for the event. The cause of the peritonitis and treatment were not reported. The outcome of this peritonitis event was not reported. The consumer declined to provide further information. On contact, the nurse declined to provide any information.

Manufacturer narrative:
Complaint no: (B)(4). This is report 2 of 3 involved in this peritonitis incident. This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A batch review was conducted for the potentially associated lot number h12e03041, h12e21068, and h12d19040. No exceptions were observed that were related to the reported condition. Should additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified.